Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0pw68, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported that they had a return of symptoms that occurred daily. The patient had a return of symptoms before the fall happened and the symptoms did not get any worse following the fall. The stimulation issue was not related to positional movement and the patient did not have any recent medical tests or electromagnetic interference (emi) environmental exposure. The patient increased to 2.0 v and was to monitor his symptoms over the weekend. The patient had frequency and urgency. The change in therapy/symptoms was sudden in nature. The indication for use was unknown.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the surgery was done to help with inconsistency but the return of symptoms had not been completely resolved. The patient was taking medications which helped. He stopped taking medications and did not urinate for 7 hours. The patient saw their doctor who said that the medication was working and to start it again. It had only been a few days but it had been much better (drier).

Event description:
Additional information received from the consumer reported that the device was replaced because it did not work.